Event description:
After treatment under the eyes with juvederm ultra, the pt has lumps at the treatment sites. The physician has treated the area with ice and injectable wydase. Follow up findings with the physician note that although an intervention was used at this point in time, the symptoms have not resolved and so, therefore, further follow up is required to note, if this pt will resolve without permanent damage. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
.